Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Base don the information provide, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event. Device review: the actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. Lot history review were conducted for identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information.

Event description:
During follow up on an unrelated event, it was reported that patient was hospitalized for peritonitis. No other information has been provided by the user facility.